Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 389s-40, lot# v181308, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: neu_unknown_ext, implanted: (B)(6) 2009, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported there was an end of service (eos) message along with a "call your doctor" icon and they could not adjust the stimulation. The patient had a loss of efficacy which was unrelated to the stimulation therapy. The symptoms started the night prior to report and they couldn't get their system to turn on. When they went to bed the night prior their right hand was "being very lively" and shaking. They woke up in the morning and it was doing the same thing. They changed the batteries in the programmer and could get the machine on but it showed "off and ok." They got the eos message after they synched the unit. Additional information received from the health care professional (hcp) reported the type of battery depletion was unknown and it was unknown if it had been replaced. The patient was not yet recovered and their symptoms/issue was ongoing. Additional information received reported the patient did not have concerns with their device or therapy. Additional information received reported there was an end of life of the device and it was explanted. It was normal battery depletion.